Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The incident was reported via a user facility mandatory medwatch report number mw5180092 stating that the event occurred on an unspecified date and involved an unspecified dial-a-flo set. The report stated ¿patient's hhrn reported there were issues with patient's supplies and the infusion was not working. Patient only received about 50ml of infusion. No supplies on hand to be able to finish the infusion with. As medication was already spiked it would not be good for use by the time new supplies could be sent. The infusion was stopped for the day. They called provider to let them know this occurred and received approval for patient to get full infusion quantity when reshipped medication/supplies are received. She states the duo-vent and dial-a-flo were working initially but when they moved to the 3rd step of 60ml/hr they stopped working. She flushed the lines/IV cath and was able to get movement with everything separately but no flow when used together. She tried to remove the dial-o-flo and do infusion by counting drops in drip chamber, but the same issues continued to happen. She states less than 50ml were infused. No other supplies in home that would work to allow them to try to continue the infusion.¿ there was patient involvement, but harm was not reported as a consequence of this event.